Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing high blood glucose (bg) levels (500's mg/dl) and a corrective bolus was delivered to address the high levels. The customer did not know the cause of the high bg. As the events had occurred in the past, tandem technical support was unable to troubleshoot and advised the customer to discuss the event with a healthcare provider.